Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported issue with pump. The customer experienced hyperglycemia, hypoglycemia with blood glucose value of 600 mg/dl. The hyperglycemia, hypoglycemia was treated with manual injection and cab intake respectively. The event involved product(s) mmt-1884, mmt-332a, unomedical, unk_sensor. Troubleshooting was partially performed. The customer was not using the pump for past 3 months and customer discontinued the pump due to issue with pump. No further patient complications were reported no product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for unk_sensor.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer has been off their insulin pump for three months due to issues completing the rewind and priming process. Blood glucose value at the time of event was 600 mg/dl. The customer was treated for hyperglycemia with insulin pen, hypoglycemia with carb intake. The event involved product(s) mmt-1884, mmt-332a, unomedical, unknown sensor. Troubleshooting was not completed due to the customer not having functional batteries for the pump. The customer, who is visually impaired, requested assistance from a local representative to set up training and programming for the pump. The case was escalated to the local representative for follow-up. Customer was not using the auto mode/smart guard feature at the time of the event. The customer was not using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for unknown sensor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.